Event description:
It was reported that the table locks did not actuate, causing the tabletop to unexpectedly move in both lateral and longitudinal directions without resistance (free float). The condition occurred while a pt was on the table. There was no report of a fall or injury. This situation could contribute to an injury if a pt or operator were unaware of this condition while loading or unloading a pt. The ensuring instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) evaluated the system and found that the unexpected free float was due to power loss to the table locks. After investigation, the fe determined that a blown 15a fuse caused the power loss. The fe replaced the fuse and verified that the table locks were performing as expected.